Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal seven or eight tampons unraveled and pulled apart into pieces. She was able to manually remove the tampon pieces and flush them out with water.